Event description:
It was reported that fluid flowed from the patient line after the home patient (hp) dropped the line on the floor in attempt to connect to the patient line. The event occurred during set on with the home choice (hc). The technical service representative (tsr) advised the hp start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). There was no report of an alarm associated with this event. The reporter stated that a connection shield was used during the event. Should additional relevant information become available, a supplemental report will be submitted.